Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "operator or machine error". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure.

Event description:
It was reported that intermittent catheters with different color had slightly narrower gauge. The business end of the coude was a little longer and the eye was larger than usual. It did cause bleeding when inserted. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intermittent catheters with different color had slightly narrower gauge. The business end of the coude was a little longer and the eye was larger than usual. It did cause bleeding when inserted. No medical intervention was reported.